Event description:
The customer reported having an urgent care visit due to high blood glucose of 575mg/dl, and she was treated with bolus and manual injections. The customer mentioned being under stress. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and no alarm was found alerting her when she had high glucose. Checked the bolus history and appears to be inaccurate. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.